Manufacturer narrative:
The electronic device log file was available for investigation. The reported ventilator failure could be reconstructed by means of the information stored in the log file. During the case in question, the primus detected a deviation between the measured and the expected position of the ventilator piston. The device reacted in accordance with its implemented safety concept and interrupted the automatic ventilation, switched to man/spont mode and generated a corresponding audible and visible ventilator fail alarm. In such case both manual ventilation and monitoring functions will remain unaffected and available. Hence, the user is able to ventilate the patient manually and monitor relevant information regarding ventilation and gas delivery. The replacement of the ventilator motor on-site was planned. However, due to its age, the customer has decided against a repair of the primus which had been in use for 12 years and in favor of purchasing a new device. Therefore, a more detailed investigation was not possible. It can be concluded that either the motor itself or the light barrier of the motor was the cause of the ventilator failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device had failed on the patient and the message "ventilator failure" was displayed. Only manual ventilation was still possible. No injury reported.

Event description:
It was reported that the device had failed on the patient and the message "ventilator failure" was displayed. Only manual ventilation was still possible. No injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.